Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that on may 16, 2024, when the catheterization teacher was inserting the catheter for the patient, he found that there was trachoma leakage about 2cm away from the tip, so he replaced the catheter with a new one and reinserted the catheter. Incident occurred pre-use.

Event description:
It was reported that on (B)(6) 2024, when the catheterization teacher was inserting the catheter for the patient, he found that there was trachoma leakage about 2cm away from the tip, so he replaced the catheter with a new one and reinserted the catheter. Incident occurred pre-use.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. The product returned for evaluation was a groshong nxt clearvue catheter with an inlaid stylet. An attempt to flush the catheter with water using a 12ml syringe revealed a leak distal to the 5cm depth marking. Microscopic inspection of the leak site revealed a circular shape. The catheter was dissected which revealed the inner wall exhibited damage consistent with the damage observed on the outer wall of the catheter. The features of the damage observed on and within the catheter shaft suggest the damage was most likely caused by manipulation of the stiffening stylet within the catheter prior to flushing the catheter or compression of the catheter with the stylet still inserted. This complaint will be recorded for future trending and monitoring purposes.